Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during last fill. The technical service representative (tsr) explained the alarm and then instructed the home patient (hp) to end therapy. The hp had just started their last fill and had medication within the bag due to peritonitis ((B)(4)). The hp would call their peritoneal dialysis registered nurse (pd rn) to see how to handle getting their last fill completed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2011 regarding reported problem. The pd rn stated they believe the patient started over with new supplies to finish of their therapy. The pd rn stated as far as she knows they continued therapy fine. The pd rn stated they cannot recall any further information.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).